Event description:
The customer reported that the alarm tones of their central pt monitoring system became very low (faint) and difficult to hear. There was no pt harm as a result. Note 1 for block a: no pt identifiers were available from the reporter.

Manufacturer narrative:
Device evaluation is anticipated, but not yet begun because the device has not yet arrived (in-transit).